Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a higher glucose scan than how they felt while using the adc freestyle libre sensor with no comparison glucose test. On (B)(6) 2021, a scan of 400 mg/dl was obtained, and the customer was provided insulin (dosage unknown) for glucose correction. The customer experienced a "heavy head," feeling tired, and had a loss of consciousness. The wife called the firefighters and a blood glucose test of 30 mg/dl was obtained on the hcp meter and the customer was provided sugar and orange juice for a diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury.

Event description:
A customer reported a higher glucose scan than how they felt while using the adc freestyle libre sensor with no comparison glucose test. On 19-sep-2021, a scan of 400 mg/dl was obtained, and the customer was provided insulin (dosage unknown) for glucose correction. The customer experienced a "heavy head," feeling tired, and had a loss of consciousness. The wife called the firefighters and a blood glucose test of 30 mg/dl was obtained on the hcp meter and the customer was provided sugar and orange juice for a diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury.

Manufacturer narrative:
Sensor 0m000jx094m has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Therefore the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.